Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. A1 - (full) patient identifier: (B)(6).

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that the nurse stayed at chairside and noticed leakage with the first drop; so she stopped the patient's infusion, clamped the line and replaced the primary tubing. Gemzar was returned to the pharmacy and the chemotherapy/secondary tubing was changed and hung with new chemotherapy/secondary tubing and this new set up was able to infuse without leaking. There was no report of human harm.

Manufacturer narrative:
The customer's complaint of leakage could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record (DHR) was reviewed and no non-conformities were identified that would have led to the reported complaint. Updated information can be found in d9 - device available for evaluation and g1.